Event description:
As reported for this event by the customer, the device did not yield a video image when used. There is no harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that there was an intermittent loss of video image for the device. The were multiple broken elements and black dots on the image. The charge couple device (ccd) unit was damaged and needed replacing. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, is it likely the device did not yield an image because of damage due to corrosion of the electrical components. The corrosion was likely due to the flooding in the scope connector part of the equipment. The event can be detected by following the instructions for use which state: "carefully inspect the distal end of the endoscope, especially around the ultrasonic transducer. Confirm that there are no flaws, cracks, scratches, or any other irregularities." Olympus will continue to monitor field performance for this device.